Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue via the device's electronic data. Stryker identified a hardware issue as the cause of the reported issue and replaced the battery wire harness and banana pins to resolve it. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.